Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1927702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f 7f mynxgrip vascular closure device (vcd) would not deflate. There was no reported patient injury. The device is expected to be returned for analysis. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The balloon of a 6f/7f mynxgrip vascular closure device (vcd) would not deflate. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant, procedural sheath and advancer tube were not returned with the device. The balloon was fully deflated as received. Per functional analysis, an attempt to inflate and deflate the balloon. This confirmed the user's complaint. The balloon of the returned device remained partially inflated when the inflation indicator was fully retracted during the investigation. Per microscopic analysis, the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. A product history record (phr) review of lot f1927702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deflation difficulty¿ was confirmed during analysis of the returned device. Per the product analysis, the event was caused by the proximal end of the polyimide shaft pushed against the plunger. This causes fluid/air being trapped in the balloon, resulting in the balloon failing to deflate. According to the mynxgrip IFU, which is not intended as a mitigation of risk, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. This issue appears to be related to the manufacturing process of the product. A risk assessment has been opened to further investigate this issue.